Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pump had flipped over within the pocket. No patient signs/symptoms were reported. The device was interrogated on (B)(6) 2011 and the results were normal. A (B)(6) study was attempted on (B)(6) 2011; however the port could not be accessed. Surgical intervention was performed on (B)(6) 2011, in which the pump was turned over within the pump pocket. The event was noted as on-going. The drug administered via the patient's pump prialt with concentration of 15.0 mcg/ml. Additional information will be provided in a follow-up report as it becomes available.